Event description:
When dr (B)(6) was suturing the port in place a piece of the silicone detached from the port. He removed the piece and completed the procedure. The silicone plug has been retained for examination if needed.